Event description:
It was reported that customer experienced air bubbles in infusion set tubing during insulin delivery and also experienced repeated occlusion alarms over the past two days, with associated fatigue, thirst, and blood glucose levels rising into the 300s before coming down to 145 mg/dl after a manual insulin injection. There was no adverse impact to the customer¿s blood glucose level related to the reported air bubbles. Customer primed bubbles out of tubing, changed infusion sites and infusion sets, used supplies from a different box, and resumed insulin delivery, while technical support and clinical staff reviewed pump data, confirmed that occlusion alarms were not active at the end of the contact, and advised customer to rotate infusion sites, change infusion sets at least every 48 hours, keep pump vents and tap area clean, and call back if occlusions persisted.